Event description:
During transseptal puncture for a ventricular tachycardia procedure, when removing the needle from the sheath, a fragment of the sheath was noted. It was suggested to exchange the sheath; however, the procedure was completed with no adverse patient consequences with the same sheath. A stylet was not used, which does not following the swartz introducer instructions for use.

Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11 the results of the investigation are inconclusive since the device was not returned for analysis. The swartz/fast-cath transseptal guiding introducer instructions for use (IFU) states, ¿during insertion, always use the stylet to facilitate needle passage through the dilator/sheath assembly. Failure to use the stylet may inhibit advancement of the needle and may result in inadvertent needle puncture of the dilator/sheath assembly or skiving of material from the inner surface of the dilator.¿ the device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported sheath fragment could not be conclusively determined.